Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed a piece of the ceramic sleeve was broken off. The broken piece was not returned. Engineering concluded the damage was likely due to mishandling. The instrument tip looked like it had some build up residue leaving it discolored. An electrical continuity test passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure the cautery seal was broken on the permanent cautery spatula instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.